Manufacturer narrative:
Initial reporter information is unknown. Occupation: unknown. 510(k) used is for us marketed similar device ec-740t/l. Additional information has been requested. At this time the subject endoscope is being investigated. If any additional relevant information is provided, a supplemental report will be submitted. Updated information provided. On 26 feb 2020 the investigation was completed. There were no defects discovered related to infection/contamination. A report on culturing was requested from the customer facility, however the customer declined to provide it. If any additional relevant information is provided, an additional supplemental report will be submitted.

Event description:
On (B)(6) 2020 fujifilm corporation was informed by fujifilm (B)(4) that the subject loaner scope tested positive for "klebsiella pneumoniae, ab" and "streptococcus" at the medical facility in (B)(6). This issue was found by periodical culturing test performed at the facility; the colony-forming unit (cfu) is unknown. The facility received the test report on (B)(6) 2019 and the subject scope was not used in this facility at all; no death or serious injury has been reported with this event. This report is being submitted in abundance of caution.

Manufacturer narrative:
Initial reporter information is unknown. Occupation: unknown. 510(k) used is for us marketed similar device ec-740t/l. Additional information has been requested. At this time the subject endoscope is being investigated. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On 06 jan 2020 fujifilm corporation was informed by fujifilm asia pacific pte. Ltd. (Ffap) that the subject loaner scope tested positive for "klebsiella pneumoniae, ab" and "streptococcus" at the medical facility in (B)(6). This issue was found by periodical culturing test performed at the facility; the colony-forming unit (cfu) is unknown. The facility received the test report on (B)(6) 2019 and the subject scope was not used in this facility at all; no death or serious injury has been reported with this event. This report is being submitted in abundance of caution.